Event description:
The complainant reported an under-delivery. The intended amount was 500 ml at rate of 100 ml/hr to be delivered over 5 hours; however, the actual amount received was 300 ml.

Manufacturer narrative:
(B)(4). The device reported, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.